Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display was blank. The patient was transferred to another ventilator. There was no change in the patient's therapy, and no injury was reported.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and installed the current software revision. The part replaced is not being returned. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).